Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was defective. The caller alleged there were cracks in the connection plate with adapter and it was leaking insulin. No adverse event was reported. The lot number was not provided. The infusion device cannot be returned for legal and customs issues.